Event description:
It was reported via legal documentation that a patient had a left/right total knee arthroplasty on (B)(6) 2017 and then experienced a revision surgical procedure on (B)(6) 2021 approximately 3 years and 3 months after initial implant. There is no device information provided. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available.

Manufacturer narrative:
H6: corrected health effect - clinical code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision cannot be confirmed from the information provided but may be the result of prosthesis wear. The reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.